Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had displayed an error message error 4. The complaint was classified based on customer care advocate (cca) documentation as the patient did not wish to provide additional information during a follow up call. The patient stated that the alleged error message first occurred at an unspecified time on (B)(6) 2016. The patient manages their diabetes with insulin (no adjustments) and stated that at 2 pm on (B)(6) 2016 they had consumed additional food and/or drink out with their normal diabetes management regimen. An unspecified period of time later the patient developed high blood glucose. It is not known what specific symptoms the patient experienced which they associated with high blood glucose, but the patient denied requiring any form of treatment as a result of this. At the time of troubleshooting the cca walked the patient through a re-test but was unable to resolve the issue. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. To the best knowledge of the medical surveillance specialist, the patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.